Event description:
Reporter alleged blood glucose results of 581 mg/dl, 40 mg/dl, and 336 mg/dl when testing was performed back-to-back on the aviva system. Reporter stated customer was having symptoms of high blood glucose and took 5 units novolog based on the 581 mg/dl value. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.